Event description:
The manufacturer received information alleging a ventilator's screen was flashing and would not turn on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the device's internal battery was observed. The device's internal battery was replaced to address the issue.